Event description:
Alleged the head section is in the up position and will not lower.

Manufacturer narrative:
The facility's maintenance was instructed to isolate the auto-contour and verify functions. If nothing changes, then switch the head and knee actuators at the control box to see if the actuator or the control box is causing this issue. The facility replaced the control box to repair the bed.